Event description:
Routine complainant investigation when a consumer reported receiving imprecise back to back readings on their blood glucose meter. The results, when plotted on clarks error grid showed the difference in results to be clinically significant. There was no report of death or serious injury or mistreatment associated with the event.